Manufacturer narrative:
(B)(4). The lot was manufactured january 21, 2016 ¿ january 22, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device due to an untightened blue winged luer cap. A functional leak test was performed by refilling the device and manually tightening the luer cap, and the device was found to operate within specification with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked between the tubing and the cap. The device was filled with 61 ml fluorouracil and 60 ml sodium chloride solution. This occurred during storage of the device. There was no patient involvement. No additional information is available.